Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, and only the led unit was returned to olympus medical systems corp. (Omsc). Omsc confirmed the led unit and found that there was no damage. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the accidental failure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This device was the olympus demonstration device. Olympus found that the main lamp of the device did not ignite. There was no report of patient injury associated with this event.